Event description:
Dr. (B)(6) was the surgeon for the case, he is a staff surgeon and has been in practice for many years. The plates were sized approatiley(infant) but the patient does suffer from seizures. The high seizure rate has contributed to a greater muscle tone than a similar type of patient. The plate failed at what I would consider the weakest part of the plate.